Manufacturer narrative:
(B)(4). Date of birth: 1945. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that vessel dissection occurred and myocardial infarction was experienced. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was in-stent restenosis. Subsequently, index procedure was performed. The target lesion was located in the 2nd obtuse marginal(om) with 70% stenosis and was 2.5mm long with a reference vessel diameter of 16mm. The lesion was treated with pre-dilatation and a 2.50x16mm promus premier stent. After implantation, a dissection was noted distal to the target lesion requiring intervention. The stent was overlapped with another stent. Post-dilatation was performed with 10% residual stenosis. The following day, the patient experienced a myocardial infarction, the location of which was inferior. An electrocardiogram (ECG) was performed. Subsequently, target vessel revascularization was performed via percutaneous coronary intervention. A 6f 3.5mm non-bsc guide catheter was used which provided support. A non-bsc wire was used to cross the mid-vessel lesion. Balloon angioplasty performed after angiomax, plavix and aspirin were administered. Plavix re-loading dose was given. Angioplasty of the om-2 using a 2.0x12mm non-bsc balloon was performed. Following pre-dilation, a 2.25x16mm promus stent was deployed at 12 atmospheres, providing a favorable final angiographic result with no significant residual stenosis, dissection, thrombus or spasm. The patient's clopidogrel was decreased from 300 mg to 75 mg. Two days after, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
In (B)(6) 2015, the chest pain of unknown etiology was considered resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015 that the patient's qualifying condition was stable angina. The target lesion in-stent restenosis was of a 2.5x13 mm non-bsc bare-metal stent implanted in 2002. During the index procedure, the stent dissection was grade e. Final angiographic result showed no significant residual stenosis, thrombus, or spasm. The following day, tvr was performed for the peri-procedural myocardial. Vessel angiography showed 95% stenosis of the 2.50x16mm promus premier stent. A 2.25x16 mm promus stent was deployed distal to the 2.50x16mm promus premier stent. No actions was taken to treat the chest pain of unknown etiology reported twenty-one days post-index procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2015, the patient experienced chest pain and was resolving.